Event description:
It was reported to philips that the device's host computer failed to boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the host computer failed to boot up. Upon troubleshooting, philips remote service engineer (rse) found that the power supply in the host pc was having issues. The defective host pc was returned to failure analysis and confirmed that the memory had failed and there were dimms issues. Philips field service engineer (fse) replaced the host pc and re-installed license file. After the replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.